Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, date rec¿d by MFR- this product is not marketed in the us, (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -14.50/3.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged with a shorter length lens due to significant reduction of irido-corneal angles, pupil block with elevated iop(50mmhg), angle closure with elevated iop, pigment dispersion, unreactive(fixed) pupil, glare/haloes, blurred vision, iris atorophy, and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device. Reportedly, "unfortunately during the icl exchange because of the limited distance between the icl and the endothelium she sustained a 1mm tear in descemet's membrane. As of now we are waiting to see if her cornea will continue to clear. When the cornea clears enough we intend to assess the status of the endothelium to see how much damage she has sustained by the three procedures on this eye. Currently her angles are adequate in both eyes and the iop is acceptable."